Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of kinked power cables, a dim pump running symbol, and a bubbled system controller face was unable to be confirmed. The heartmate 3 system controller (s/n: (B)(6) was not returned for analysis. There were no alarms associated with the event. In addition, no photos or additional documents were submitted for review. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ instructs the user to confirm the green pump running symbol is illuminated on the system controller. Heartmate iii patient handbook and heartmate iii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a system controller exchange due to damage to the system controller. The system controller power cables were kinked, the face of the system controller was bubbled, and the pump running symbol was dim.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a system controller exchange.